Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to a computer with precision link software. Customers and retailers have been notified through the adc fa21dec2006 letter. The manufacture date for the meter is unknown.

Event description:
An assistant health educator reported she changed the battery in the blood glucose meter and then the meter's date and time would not reset correctly. It was additionally identified by adc customer service that the customer was a user of the precision link data management system. No treatment was reportedly changed based on trended data from precision link. There was no report of death, serious injury or mistreatment associated with this event.